Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that while advancing the lens in the left eye the surgeon noticed the haptic was broke. The incision was enlarged to remove the lens and a different model lens was implanted. The patient is doing well and has no issue.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found the tip of one haptic loop torn off and missing. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined. However user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.